Event description:
Additional information that the lead was extracted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. External insulation abrasion was noted at 12.5-13.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 9.0-11.0cm and 12.0-15.0cm from the distal tip. The etfe coating was damaged during explant at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors on the lead when the patient presented for fluoroscopic study. The patient was asymptomatic.